Event description:
The customer stated that she was hospitalized due to hyperglycemia and vomiting. The customer's blood glucose reading at the time of the report was 140 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The prime, self, and displacement tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.